Event description:
It was reported during a pelviscopy/lysis of adhesions a tsw35 would not open after the second firing. The anvil and the cartridge were pried apart. A new cartridge was put in and the instrument would not close. A second tsw35 was opened to complete the case. There was no consequence to the pt.

Manufacturer narrative:
Tracking #.50513 endopath ets based upon the info received and the visual examination, it was concluded that the instrument was returned with the anvil dislodged from the closure tube. When this condition exists pressing the release button will not open the instrument. The anvil was re-aligned and the instrument was cycled, fired, cut, and formed the staples within design specification.